Event description:
Report received from USA stating that the cutter could not be removed from the device during surgery. Injury or medical intervention did not occur. It is unknown if surgical delay or medical intervention occurred. There is no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and reported condition of "cannot remove cutter" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).